Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found.

Event description:
It was reported that the patient was hospitalized due to the impedance on the right ventricular (rv) lead out of range which triggered a lead warning. Rv and svc coils impedances have been elevated and variable. Invasive analysis was performed along with provocative isometric movements. Pocket manipulation revealed high and variable impedances. An rv coil connection issue was discussed. Subsequent troubleshooting and analysis revealed that the implantable cardioverter defibrillator (ICD) rv hv connector was loose. The pocket was opened; the rv hv connector was removed and reattached along with the set screw tightened. Connection and normal rv lead function was confirmed. The lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2009; 694765, lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.